Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 603 mg/dl. Customer stated the length of hospitalization was 8 days. Customer treated with insulin drip in the hospital. Customer experienced symptom such as vomiting and sick. Customer declined troubleshooting. The insulin pump will not be returned for analysis.